Manufacturer narrative:
H.6. Investigation: photo received for investigation, the image displayed a box, 3 ml syringe lot number 0304788. The complaint is not confirmed because it is not possible to perform a root cause analysis since the evidence sent by the client does not show the reported defect. Furthermore, during the documentary review of batch 0304788, no findings related to the defect reported by the customer were found.

Event description:
It was reported that the bd luer-lok¿ tip syringe stopper was "melted". The following information was provided by the initial reporter: "black portion of syringe is melted.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe stopper was "melted". The following information was provided by the initial reporter: "black portion of syringe is melted."